Event description:
In 2004, at the conclusion of a lap nissen procedure, a 30310mws clickline scissors was removed from surgical site and it was noticed that a small pin was missing. Abdominal x-ray for foreign body was taken and x-ray was negative for foreign body. There are no plans by the surgeon for further intervention. Pt condition post-op was stable.